Manufacturer narrative:
H3: one cadd solis vip pump was received with the downstream occlusion (dso) seal bubbled. The event history log was reviewed and there were "cassette not attached properly" high alarms displayed. A disposable cassette was attached for tests and the reported issue was unable to be duplicated. The dso was replaced to as a preventative measure.

Event description:
Information was received indicating that a smiths medical device was alarming "cassette not attached properly". There were no adverse events. There was no patient present at the time of the event.